Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged at another time. The philips remote service engineer (rse) examined the system remotely and confirmed that geometry movement was not available. Upon troubleshooting, the philips field service engineer (fse) went onsite and found x11 fuse was open even after replacing a new one, and switching to another way of power connection, so the fse confirmed that the issue was caused by a problem with amc2 (advanced motion controller). To resolve the issue, fse replaced the amc triple servo drive and did calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry movement was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.